Event description:
A surgeon reported five years following an intraocular lens (iol) implantation, a pt experienced decreased vision due to opacification on the lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Additional info has been requested. (B)(4).